Event description:
It was reported the pt was charging the ipg every 1.5 days. The settings for the ipg were used to calculate the recharge interval. The recharge interval appeared to be shorter that expected based on the settings provided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.